Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. At an unspecified time, the pt underwent a laparoscopic cholecystectomy and repair of a jejunal twist. It was reported that prior to surgery, the pt¿s pain level was 8 out of 10. It was reported at 1245 in the post anesthesia care unit, the device was programmed to deliver morphine 1mg/ml in the pca only mode, with a 1mg pca dose, a 10 minute pt lockout, and a 20mg 4 hr dose limit. Approximately 4 hrs later, it was reported that the pt complained of pain that was reported as 8 out of 10. At this time, it was reported that the device display indicated a total of 6mg had been delivered; however, the nurse noted that the tubing was clamped. No audible alarm was noted. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. It was reported that the pt was given an unspecified concentration of roxicodone orally that had been previously ordered and that the pt was taking at home for pain. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no additional info was provided.